Manufacturer narrative:
No button error alarm. Unit received with no button response due to corroded upbutton keypad trace. Unable to perform funtional test due to button keypad anomaly.unable to verify rewind due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that piston does not stop and empties reservoir during priming on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.